Event description:
Customer reported he had a low blood glucose event and ended up in the hospital. Customer stated he was wearing the sensor to bed and when he woke up he felt sluggish and checked his blood glucose and it was 39 or 40 mg/dl. Customer stated the insulin pump did not go into threshold suspend. Customer declined troubleshooting for the sensor. The device had alarmed sensor error. Customer declined any troubleshooting. Customer went to the emergency room. He was treated with food it raised to 60 mg/dl. Monitored him for two hours and blood glucose was 110 mg/dl. Customer was off the insulin pump four or five hours before going to the emergency room. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.